Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar configurations was found to have triggered due to this right atrial (ra) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) for further review and inquired if the system would still be magnetic resonance imaging (MRI) conditional. Ts reviewed the daily threshold and impedance measurements trend report and confirmed the ra lead pacing impedances suddenly rose to be high out of range. Ts discussed with the hcp that with the high out of range atrial pacing impedances, the system would be considered to be non MRI conditional. Ts provided programming recommendations. At this time, no adverse patient effects were reported. This ra lead remains in service.